Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product review of the zimmer air dermatome serial number (B)(4) by a zimmer - (B)(4) on 11 august 2020 revealed that the unit was missing screws, the motor did not work properly and the bearings needed to be replaced. Repair of the device was performed by a flextronics on 23 april 2020 which included replacement of the following: motor: pn 15-3801-001-96 motor sleeve: pn r6-0018-103-78, ln 64551422 reciprocating arm: pn r6-0018-106-57, ln 64277113 ball bearing 6082: pn r6-0018-103-57, ln 64187419 ball bearing: 5011, ln r6-0018-103-81, ln 64434874 spring seal: pn r6-0018-103-82, ln 64434875 needle bearing: pn r6-0018-103-93, ln 64581592 lever: pn r6-0020-021-57, ln 64439197 machined head: pn r6-0018-103-51, ln 64384353 sleeve baring: pn r6-0018-105-35, ln 64478072 semicircle shaft bearing: pn r6-0017-200-68, ln 64276917 ball plunger: pn r6-0018-104-02, ln 63817607 die cast lever: pn r6-0018-104-25, ln 63817626 the device, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that during kit inspection the needle bearing was off the unit. During the investigation, it was discovered that the unit was missing screws. No adverse events were reported as a result of this malfunction.